Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
It was reported that a critical alarm due to a motor stall occurred. The stall did not recover. There was no tube set message after the stall. There was not more than one stall noted in the event logs. The cause of the stall was unknown. Pump was replaced. There were not patient symptoms or complications associated with this event. The patient status at the time of this event was indicated to be ¿alive-no injury.¿ as of (B)(6) 2015, the patient was doing and was receiving effective therapy with the replacement. It was indicated that the event occurred on (B)(6) 2015. The device system was used to deliver hydromorphone 2.5mg/ml at 0.99993mg/day, bupivacaine 20mg/ml at 7.995mg/day. If additional information is received, a follow-up report will be sent.